Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system explant due to an erosion of the products through the skin.

Event description:
Subsequently, information received from the local sales representative states that the patient had aggressively twiddled with their implanted system manipulating with the products. It was observed during the explant procedure that the device and leads were still intact at the original implant site.